Event description:
A year after I got mentor smooth saline breast implants, I started having health problems. Joint pain, fatigue, anxiety, digestive issues. As the years went on, my symptoms got worse. I saw a myriad of doctors who performed test and was diagnosed with autoimmune and dysautonomia. No treatments helped and my health deteriorated and left me bedridden. I had my breast implants removed on (B)(6) 2018 and within a few days 90 percent of my symptoms went away. The breast implants were definitely making me sick.